Event description:
A pt had a vena tech lp filter implanted in 2001 via the femoral approach. The diameter of the vena cava at the implant site is estimated by the MFR to be approximately 25 mm based upon a review of the images from this case. Filter migration to the level of the hepatic veins was a coincidental finding on unrelated imaging studies performed in 2002. The filter is currently in a peri-hepatic position, tilted, and is believed to be positioned adequately to protect the pt. No f/u intervention is intended or required. The cause and date of the filter migration are unknown. The pt's health has not been adversely affected as a result of this incident.